Event description:
Reportable based on device analysis completed on 17jan2024. An opticross hd imaging catheter was returned with no allegation reported against the device. However, device analysis revealed a catheter twist.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging was twisted. There were no issues noted with the catheter code board assembly. No imaging core windup was found within the telescope section and the sheath section of the device. Microscopic inspection revealed the guidewire exit port was damaged the tip was in good condition. Impedance testing showed an electrical open proximal end of the catheter 1390140 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing.